Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval was able to confirm and reproduce the reported system error 322. Further eval determined that the alarm was caused by loose upper link switch bracket screws. The loose screws will trigger an intermittent open/closed switch connection causing the alarm. The upper aux assembly has been replaced.